Event description:
It was reported that the physician's handheld programmer was no longer working. Additional information was received that the physician's handheld programmer screen was frozen. On (B)(6) 2016, the patient's generator could not be interrogated as the programmer screen would not go past the interrogation successful screen. The user attempted to shut down the device by pressing the power button but the issue did not resolve. Troubleshooting was performed by removing the battery from the back of the device, which resolved the frozen screen. Once powered on, the hhd began to function normally and displayed the home screen. The hhd and software flashcard were received on 2/16/2016. Analysis is underway but has not been completed to date.

Event description:
An analysis was performed on the returned flashcard and the alleged screen freeze complaint was confirmed. This is a known issue that has been evaluated and addressed previously. No other issues were observed with the retuned flashcard. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld and the reported allegation was verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.